Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that was reported to leak chemotherapy drug (doxil) during infusion through the vent port of the primary tubing set. The nurse was exposed to the drug. There was no harm reported as a consequence of this event.

Manufacturer narrative:
Received one used 146870489 primary plum set for inspection. As received the air filter on the vent plug juncture was wetted out with prior infusate. The product was tested per product specification. There was a leak observed from the filter on the vent plug juncture with the cap open. The leak appeared to seep through the filter vent material from various locations. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9-device returned to MFR on 12/19/2022.